Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated insulin delivery stopped. No harm requiring medical intervention was reported. Customer stated they noticed it also started delivering again but was still low blood glucose. Customer offered to troubleshooting for low blood glucose but customer declined. The device will not be returned for analysis.